Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs displayed a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
The intended therapeutic submucosal myomectomy was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however, based on the results of the investigation, the probable cause of the malfunction would likely be that the damage was thermally and mechanically induced. It is not possible to determine whether there was prior damage or wear to the insulating insert or whether the damage was triggered during the last preparation cds (cleaned, disinfected, sterilized) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.